Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a percutaneous coronary intervention (pci) was performed from the right common femoral artery. The patient returned to the room with the sheath inserted. On march 1, hemostasis was successfully achieved by the angio-seal device. After several tens of minutes, the patient complained of coldness and pain in the right leg, and acute limb ischemia was suspected. Catscan (CT) revealed that the femoral artery near the puncture site was not completely occluded, but slight blood flow was noted. The collagen sponge may have slipped into the artery. No calcification was noted in the femoral artery. The patient still has the symptoms, the physician is considering how to handle this. There is a possibility that the collagen sponge will be pushed against the vessel wall using a stent. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary is unknown. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There were no other devices or equipment used with the reported product. The patient will have a follow up appointment. The patient had a vessel occlusion (hemadostenosis). A CT was performed to diagnose the vascular insufficiency, there was obstruction to the blood flow.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).